Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional should be unmarked from the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus, and the customer's reportable malfunction of the insulation tip dropping off was confirmed. Based on the clinical assessment, it was reported that at the doctor's discretion, the fallen tip was not recovered because this piece was smooth and round and expected for the patient to pass naturally; there was no risk of permanent damage or impairment to the patient. Based on the available information, there was no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, or that additional medical/surgical intervention was done to prevent permanent damage or impairment. Based on the results of the investigation, the suggested event was likely to occur due to: spark discharge between the tissue and the electrode occurred during output activation. The high-frequency output was set too high. The electrosurgical unit was used in the coagulation mode. The output activation time was too long. High heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent that affixes the cutting knife and the tip to decrease. A force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased, causing the tip detachment. The event can be prevented by following the instructions for use which state: this instruction manual contains the following information. (Drawing no. Gk6202 revision no.19) when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the single use electrosurgical knife insulation tip came off and fell into the body. The reported issue occurred shortly after a therapeutic endoscopic submucosal dissection (esd) procedure started. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.